Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that top of the reservoir had air bubble and size of the air bubble was bigger than soda pop bubbles. The blood glucose was unknown. It was reported that they tried tapping on the reservoir but it did not come out. The customer reported that when she was about to deliver bolus, before eating the air bubble was noticed. The device will not be returned for the analysis.